Event description:
It was reported that the patient had reaction to the purewick female external catheters and it was really a bad rash. Also stated that the patient experienced a urinary tract infection and the patient though that it was from the constant moisture. It was noted that the patient had been using the purewick products for about one week. No additional information or more specifics were provided. No medical intervention was reported for rash and it was unknown what medical intervention was provided for urinary tract infection. Per follow up via phone 16nov2021, customer stated home nurse applied niastatin powder to the rash and doctor prescribed antibiotics for the urinary tract infection. Also stated that patient was no longer used the purewick. Medical intervention was reported

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had reaction to the purewick female external catheters, and it was really a bad rash. It was also stated that the patient experienced a urinary tract infection, and the patient thought that it was from the constant moisture. Also, it was noted that the patient had been using the purewick products for about one week. No medical intervention was reported for rash, and it was unknown what medical intervention was provided for urinary tract infection.